Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared a temperature alarm while sitting at room temperature. Customer stated there was no impact blood glucose level. The customer was able to clear the alarm and resume insulin therapy.